Event description:
On (B)(6) 2010, pt reported the up button on the infusion device works intermittently. Pt has to apply a lot of pressure for up button to respond. This was noticed the night before report when he attempted to bolus. Pt has used this infusion device for approx 1 year and boluses 5-6 times per day. Up button pops up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The patient did not require treatment from a healthcare professional or second party to address the issue.